Manufacturer narrative:
Patient weight was not provided by the reporter. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2016 that required six (6) 5.0mm cannulated screws to be implanted; while drilling for the third screw, the drill bit broke and fragmented into four pieces that went into the patient. All four fragments were removed from the patient as confirmed by x-rays. The drill bit and third screw were discarded. The procedure was completed successfully with another drill bit and the remaining screws. The patient's postoperative condition is stable. There was a 5 to 10 minute surgical delay due to the reported event and preparation of a new drill bit. There was no allegation of complaint against the screw. This report is 1 of 1 for (B)(4)